Event description:
A report was rec'd that the physician believes the pt's ipg is malfunctioning because the pt is unable to successfully charge. The next course of action has not been determined at this time.